Event description:
In 2000 a 26mm x 15mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in a pt. The returned goods info report states that the 3 month and 6 month CT scans showed an endoleak. The radiologist stated that the CT scans showed that the leak was coming from and communicating with the ipsi-lateral limb below the bifurcation. The radiologist stated that the leak was going in a cyclone lumbar artery and that on the angiogram it looked like there was a little bit of separation of the stent on the anterior side of the graft, however, this has not been confirmed. CT films are pending review by medtronic/ave. A small amount of dye was noted so the doctor assumed that this was where the communication was with the graft. Approximately 8 months later, in 2000, the physician inserted an iliac leg stent graft into the right iliac limb. The post-angiogram film showed that the pt did have a type ii endoleak from the sacral artery to a lumbar artery. The physician states, "this may be what has been persistent all along." No other evidence of leak from the graft was demonstrated. The pt tolerated the procedure well and is reported as doing fine. There were no further add'l clinical adverse sequelae reported for this event. X-ray film interpretation is pending at this time.